Event description:
It was reported that there was a check syringe flange sensor. No patient injury was reported.

Manufacturer narrative:
The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found a broken bracket pole mount, crack on right plunger case and damaged case seal. The power up process and check syringe flange sensor was used to test the device. A check syringe flange sensor error was found at power up process and there was a failed syringe flange sensor. The root cause of the reported issue was found to be that the optocoupler does not operate as intended due to normal wear of device components. The optocoupler was replaced. (UDI) is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).